Manufacturer narrative:
E2 - health professional- no. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the charged coupled device was faulty that caused the poor color image. The device evaluation also found a smashed connector tip and a cut on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had no image. There were no reports of patient harm.